Event description:
It was reported the pt was receiving shocks from her stimulator. She turned the stimulation down because it was vibrating too much. The lead was revised with no adverse effects to the pt.

Manufacturer narrative:
This report is being filed under exemption which covers a two yr time period from 2005 to 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 1 unreported malfunction event for model 4351, 1 unreported malfunction event for model 3116, and 3 unreported events for model 7425g; all product code lgw). This total includes the event described in this report. (See the attached summary report for a listing of all events).